Event description:
Device report from synthes (B)(4) reported: during a minimally invasive spine decompression procedure, the purple color stripe peeled off the dilator 16/19mm. The color stripe is a measurement marker on the tube. It was reported that there were particles in the patient. The color stripe particles were reportedly suctioned out of the surgical field. The procedure was completed with the same instrument. There was a two to three minute delay to the surgery to suction the particles. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and reported orchid unique manufactured the 19mm/16mm dilator, part #03.610.004, and lot number u109522 on po #1050411 for 49 pieces that were delivered on october 14, 2009. Initially, the part conformed to the certificate of compliance, dated october 14, 2009, and was inspected and conformed to the synthes incoming final inspection sheet #03if610001, revision ¿d¿. The product was released to the warehouse on october 14, 2009. There were no material review reports, nonconformance reports or complaint related issues with this lot. The 19mm/16mm dilator was made to the synthes drawing p/n 03.610.001, revision ¿c¿, released on april 1, 2008. The visual inspection of the returned device performed as part of the manufacturing investigation reported the purple stripes are peeling off the device. No other damage. Due to an unknown cause, it was reported that during an minimally invasive spine decompression procedure, the purple color stripe peeled off the dilator 16/19mm. The color stripe is a measurement marker on the tube. The surgery was completed with a similar/like instrument. Upon receipt, it was observed that there was no evidence of damage. The purple stripes are peeling off the device. All measurements are within specification. Based on the unknown cause and the evaluation, this complaint is confirmed but cannot be determined if it is related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.